Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor, causing the abnormal shutdowns. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to the distributor and reported that the patient was receiving a service code 107 (multiple abnormal shutdowns)